Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported medium-large clip applier instrument could not make the clip close. The procedure was completed with no reported injury. On 08-may-2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report (B)(4) stating: "clip applier could not make the clip close."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.